Manufacturer narrative:
On (B)(6) 2025, the user reported that the system glucose (sg) readings were different from glucometer measurements. The case was escalated, and a sensor replacement was approved based on system performance, with an RMA issued for return of the sensor for investigation; however, the sensor was not returned by the time of complaint closure. Data management system (dms) review showed that the user has not used the system since (B)(6) 2025. At the time of escalation, the sensor had been inserted approximately 15 days. Review of the in-vivo raw sensor data around the reported timeframe showed behavior consistent with the sensor stabilizing following insertion. The user was instructed to perform a sensor re-link to clear the calibration history, after which the system performance was monitored. Following the re-link on (B)(6) 2025, occasional variability was observed which may be consistent with physiological lag. Review of the in-vivo raw sensor data and overall system performance did not reveal any anomalies or evidence of device malfunction. The root cause for the reported inaccuracies could not be conclusively determined. No further investigation could be performed due to the sensor not being returned. As part of the resolution, the user was offered a sensor replacement. B4. Date of this report 21 jan 2026. G3. Date received by the manufacturer? 21 jan 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4114,4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.